Event description:
While attempting to use an automated external defibrillator, on a down pt, the unit did not advise shock. The pt expired. On 12 feb 99 rec'd a dispatch message to respond to yard for someone that had fallen and was down. Enroute to the scene got a second message saying that the pt was conscious and was breathing on his own. When inside the yard, rec'd third message saying that cardiopulmonary resuscitation was in progress. Upon arrival on scene, firefighters were doing cardiopulmonary resuscitation on pt. User placed the automated external defibrillator on the pt and had the firemen stop cardiopulmonary resuscitation so the automatic external defibrillator could analyze the rhythm. Automatic external defibrillator said "no shock advised" so user had the firemen continue cardiopulmonary resuscitation. Pt had an oropharyngeal airway in place and ambu bag with supplemental oxygen was being used for ventilations. Approx 8 mins after users arrived on scene advanced cardiac life support unit arrived on scene and took over the scene. Paramedics had intubation and defibrillation equipment with them. Tried to intubate on scene and were unsuccessful. Pt on backboard, paramedic instructed user to remove the automatic external defibrillator pads cables from the pt to transfer pt with board to the gurney. Pt was then loaded into the ambulance where paramedics rode and continued pt care enroute to hospital. Pt was given epinephrine enroute to the ER intravenounsly. Paramedic tried to intubate again and was unsuccessful again. Pt was delivered to the trauma team awaiting for pt and they took over the pt.